Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus repair for a reported ¿there is a possibility of that the cable is broken¿. The reported problem was found during an unspecified event. Upon inspection and testing, a no image defect was identified due to a defective charged coupled device (ccd) unit. This report is being submitted to capture the no image defect. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, no image was displayed due to a defective ccd unit. Additionally, physical inspection found a kink on the cable unit. A review of the repair history confirms there was no repair records in the past year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported problem is due to a defective ccd unit, however, the cause of the defective ccd cannot be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: - do not coil the camera cable with a diameter of less than 20 cm. - never excessively pull the camera cable, but straighten it gradually when it is coiled. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections b3 and b5 were updated with additional information that was received about the event. Olympus will continue to monitor field performance for this device.

Event description:
The device was not inspected before use. The issue was discovered prior to a transurethral resection of the prostate. The procedure was able to be completed. It was unknown if there was a delay in the procedure.